Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, and the customer decided to switch to using their mobi pump, which was still under warranty.